Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a femoral neck plating system, the tip of the multifunctional rod was inserted into the antirotation screw of the femoral neck plating system. As the doctor was turning the rod to engage into the screw the threaded portion of the distal tip of the rod appeared to have broken. The multifunctional rod was removed from the sterile field. The procedure was completed successfully with no surgical delay. There was no patient consequence reported. Concomitant device reported: unk - nail head elements: fns antirotation screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) multifunction rod for insertion instruments. This is report 1 of 1 for (B)(4).